Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that the peek tenodesis screw from the ar-2260 distal biceps repair implant system was stripped and could not be advanced into the patient's bone during implantation. The case was completed, and no further details were provided. This issue was discovered during a distal biceps repair procedure on (B)(6) 2025, with no patient harm. Additional information was received on 9/12/2025: the screw did not break inside the patient, and therefore no fragments were retained. The entire peek tenodesis screw was successfully removed from the patient following the issue. To complete the case, a second ar-2260 distal biceps repair implant system was opened to use the screw. The surgery experienced a brief delay of approximately 5¿10 minutes, but no additional anesthesia was administered to the patient as a result of the issue.